Event description:
Rptr alleged discrepant blood glucose results of 117 mg/dl back to back with a result of 237 mg/dl, when testing was performed 10 mins apart on the compact plus sys. The location of the alleged testing was not provided. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.